Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was emitting beeping tones due to out of range impedance measurements on the competitor right atrial (ra) lead. It was indicated that no changes to the system were planned, normal follow-ups will occur. No adverse patient effects were reported.